Event description:
It was reported that the crew responded to a male cardiac arrest pt. The approx down-time prior to arrival was 20 - 30 minutes. The pt was attached to the lifepak 12 device via quik-combo pads and was monitored in lead ii (this is per procedure so that they have 3-lead interpretation). The pt was observed to be in an asystolic rhythm during the entire call. While monitoring, the device powered itself off twice and it had to be manually powered back on. The pt was monitored until they reached the hospital, at which time he was pronounced and the device was manually powered off.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.